Manufacturer narrative:
(B)(4). Batch # p57j3y. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event. Did the device lock-out (meaning no staple line or cut line was delivered)? Or did the trigger advance completely but no staples were delivered? Did the device deliver a cut line? Were there any patient consequences?

Event description:
It was reported that during a colectomy procedure, the reload did not staple. The procedure was prolonged by 40 minutes.

Manufacturer narrative:
(B)(4). Batch # p57j3y. The analysis results found that the tcr75 reload was received with no apparent damage. The reload had the proximal 6 drivers up without staples and the remaining drivers were down. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the reload was tested for functionality with a test instrument and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.